Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and testing confirmed that the lead was electrically continuous. No further testing was performed.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An invasive revision procedure was performed, however, the implanting physician was unable to place the lead and the lead was ultimately explanted and replaced. No further complications were observed.